Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities besides typical surgery-related damage which is not considered abnormal. In conclusion, laboratory testing was unable to confirm the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during a planned right ventricular (rv) lead revision procedure, it was immediately noticed upon opening of the pocket that both the right atrial (ra) lead and rv lead were already damaged. It was suspected that they were tangled underneath the patient's cardiac resynchronization therapy defibrillator (crt-d). Subsequently, both the ra and rv lead were successfully explanted and replaced without incident. Besides the intervention, no other adverse patient effects were reported. The patient's crt-d remains in service, connected to new ra and rv leads and the existing left ventricular (lv) lead. Additional information: this device was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Once the product is returned, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that during a planned right ventricular (rv) lead revision procedure, it was immediately noticed upon opening of the pocket that both the right atrial (ra) lead and rv lead were already damaged. It was suspected that they were tangled underneath the patient's cardiac resynchronization therapy defibrillator (crt-d). Subsequently, both the ra and rv lead were successfully explanted and replaced without incident. Besides the intervention, no other adverse patient effects were reported. The patient's crt-d remains in service, connected to new ra and rv leads and the existing left ventricular (lv) lead. Both of the explanted leads will be returned for laboratory analysis.